Manufacturer narrative:
Troubleshooting indicated that use error was a contributing factor in the alleged bg excursion, as the user guide instructs the user to disconnect from the pump prior to performing the load step. Additionally, the pump provides audio-visual notifications to the patient to disconnect from the pump for this step. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the same day the patient experienced a low blood glucose (bg) of 45 mg/dl with jitteriness, shaking, anxiety, and cognitive impairment associated with the pump priming the tubing during the load step. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require assistance of a third party to treat the low bg. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged load step malfunction.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 01/23/2014 with the following findings: the complaint was unable to be duplicated during investigation. Review of the pump¿s black box revealed a related alarm. The pump¿s total daily dose correlates appropriately to the user programmed basal rates. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force sensor calibration was found to be within specification. No damage or defect was found to the pump¿s force sensor circuit. Unrelated to the complaint, a battery compartment crack was discovered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.